Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed in pump logs. There were no erratic bolus requests or basal rate adjustments. Complaint could not be confirmed. There is no evidence of a pump malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 80 mg/dl. Due to the bg level, the customer was dizzy and required assistance from her spouse to bring food to her to treat the low bg. The customer did not know the cause of the low bg.

Manufacturer narrative:
Functional testing was performed and no failure was identified related to the reported issue; however, a different issue was identified.